Manufacturer narrative:
Failure analysis noted that the pump had unresponsive buttons and alarmed button error due to corroded keypad traces. There was no moisture damage on the electronic assembly or motor.

Event description:
It was reported via phone call that there was moisture damage on the pump. The customer's blood glucose was 87 mg/dl at the time of incident. The customer's father stated that the pump was exposed to toilet water and it alarmed button error. He was advised to disconnect from the insulin pump and revert to back-up plan. He was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.